Event description:
On (B)(6) 2012, (B)(6), contacted maquet to report that for cardiohelp unit (article number: 70104.8012, serial number (B)(4)) an ECMO specialist attempted to change the parameters of a pressure value on the unit. When they touched the screen to make the change the screen did not respond and they were unable to change the value. The specialist also noticed that the screen lock was not-functioning. The cardiohelp unit was switched out for another unit. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device (B)(4). The device was not returned to the manufacturer and hence no evaluation was performed. (B)(4).